Event description:
When checking the output of 1046 nm, the field service representative received a flashback from the power meter head. He is going to see an eye dr to have his eye assessed for damage. He was not wearing required laser safety eye glasses.